Event description:
Event description guidant received information that, during the attemped implant of this model 4034 implantable lead, the lead did not have proper thresholds and impedances. The doctor decided not to use the lead and went with a model 4087. This lead had no problem until the doctor was ready to tie the lead down; there was no suture sleeve. The doctor looked on the table and on the floor and could not find it. He pulled the lead out and there was no suture sleeve on the lead (so not in the patient). The lead remains implanted. The model 4034 was returned for analysis.